Event description:
The customer reported that the system had a communications error and locked up during a case. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.